Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during a knee arthroscopy with meniscal repair surgery on (B)(6) 2022, it was observed that the implants on the truespan 12 degree peek device were detached from the meniscus after implantation while adjusting the knot to close the meniscal injury. Another like device was used to complete the procedure with a delay of 10 minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Upon visual inspection of the device, the plates were not received along the gun, and the sleeve was damage. A manufacturing record evaluation was performed for the finished device lot number:8l58345, and no nonconformances were identified. According with the condition of the device and the implants were not received, this complaint cannot be confirmed. Based on the meniscal repair technique guide, it is necessary to choose the portal which most easily allows the delivery needle to be inserted perpendicular to the tear site; as a recommendation when performing, an anterior meniscal repair, it is advised to use a 24° angled truespan device to maximize your ability to reach and position your anterior meniscal repair site. It could be possible that the meniscus may not have been stabilized with the adequate force to tighten the suture and the correct position of the implant. Also, it is possible that is over penetrating the needle causing the silicon tube to move and damage, or not inserting the needle to the proper depth for deployment. As per IFU, it is important that the device is positioned correctly. It is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. A probe or similar instrument may be used to assist with tightening of the repair. Use additional implant devices to stabilize the meniscus as determined by the orthopedic surgeon. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch wil be filed as appropriate. Investigation summary: the complaint device was not returned; and therefore, unavailable for a physical evaluation. However, photo and video were provided. Upon visual inspection of the video, it was determined that the plates were detached, and the sleeve was damage. Based on the visual observation, this complaint can be confirmed. Manufacturing record evaluation was not required as the reported event was not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. The photo and the video did not provide enough evidence to determine root cause. Hands on analysis would provide the evidence necessary to confirm the root cause. Based on the meniscal repair technique guide, it is necessary to choose the portal which most easily allows the delivery needle to be inserted perpendicular to the tear site; as a recommendation when performing, an anterior meniscal repair, it is advised to use a 24° angled truespan device to maximize your ability to reach and position your anterior meniscal repair site. Also, it is possible that is over penetrating the needle causing the silicon tube to move and damage, or not inserting the needle to the proper depth for deployment as per IFU: it is important that the device is positioned correctly. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. It is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitkek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.